Manufacturer narrative:
(B)(6).

Event description:
The patient stated that he received erroneous results when testing with coaguchek xs meter serial number (B)(4). At 3:16 a.m., the result was 4.6 inr. At 3:18 a.m., the result was 3.4 inr. The same finger was used for both tests. No adverse events were alleged to have occurred with the patient. No medical treatment was required for the patient. The patient was instructed to stop taking coumadin/warfarin for one day. The patient is in fair to poor condition. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is weekly. The patient is not anemic and does not have antiphospholipid antibodies. The patient did not have any bleeding or bruising. The patient does not take heparin or direct thrombin inhibitors. The physician changed the patient's coumadin/warfarin dose since his last test. The patient has had no changes in diet, no recent illnesses, and no new medications. The patient did not have any special or unusual diet. The patient stated that an incorrect code chip may have been installed on the meter at the time of measurement. The patient did not see an indicator which indicates that the meter internal controls passed. The patient's product was requested for investigation and replacement product was sent to the patient. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter and master lot strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.1 inr, donor 2 inr: 2.6 inr. Donor 1 hct: 49%, donor 2 hct: 44%. Testing results: donor 1: retention meter with master lot strips: 2.1 inr, customer meter with master lot strips: 2.1 inr. Donor 2: retention meter with master lot strips: 2.6 inr, customer meter with master lot strips: 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Performing testing for a second measurement, a new puncture of a different finger is mandatory.